Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) failing the pneumatic module leak test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the cardiosave failed the patient interface module test. The pneumatic interface module was replaced and cardiosave was tested. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.